Event description:
Procedure: sleeve gastrectomy. According to the reporter: the device misfired when firing across the stomach. There was poor staple formation. Since the stapler did not fire correctly, the surgeon had to move further toward the esophagus (firing on stomach) than he would have liked. The doctor used another device and was able to continue the case.

Manufacturer narrative:
(B)(4)